Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-35-3011), tibial tray (cat# 204-04-33), - patellar (cat# 200-02-38). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately five years post tka, the (B)(6) y/o patient, who is 5¿5¿ tall, and weighs (B)(6) , experienced mechanical loosening tibial component. A revision was performed two months after the initial rtka. The event is possibly related to the device or to the procedure.

Manufacturer narrative:
Upon further review, the reported event has been determined to be a duplicate of case (B)(4). Therefore, this report was submitted in error as this is duplicate case of MFR# 1038671-2017-00697. Any subsequent information will be captured under MFR# 1038671-2017-00697.